Event description:
When repair was made hernia mesh pulled away and caused mesh to ball up causing severe pain after surgery, notice within days pain got severe and building where mesh was put in. I then needed make surgery to take all that out and replaced. Date of 2nd surgery on (B)(6) 2012 -with new device used I am now 2 year hernia free. This device should be removed from the market. I got no response from this co., but I am going to pursue this matter, I went through so much to let this go.